Manufacturer narrative:
(B)(6). Concomitant: 010000835, g7 neutral e1 liner 28mm a, 3814640. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00046.

Event description:
It was reported that during a procedure the liner would not seat in the shell. The surgery was completed with a backup shell and liner. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the shell found a small piece of debris within the groove. Minor surface scratches were observed near the rim of the shell and on the inner radius. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.